Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that while extubating this endotracheal tube the tube got stuck in and injured the patient's trachea. A doctor was called for emergency. No additional adverse patient effects were reported.